Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant?s experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be out of specifications. The root cause of the event is likely due to brittle material during the molding process. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Laparoscopic sigmoidectomy - "this is a complaint from the market. (B)(4). One (1) cannula and a fragment will be returned to amr. Please refer to the complaint sheet for investigation." Complaint sheet - "initial report: the cannula tip was fractured and a fragment fell inside the patient. The fragment was retrieved by the physician and the abdominal cavity was irrigated. Procedure: laparoscopic sigmoidectomy. Instruments combined: drain, forceps. Additional report: the incident occurred as follows; the physician was performing a drain placement in an incision for the event trocar located at the left lower quadrant. He inserted forceps into another trocar located at the right lower quadrant, extended the device inside the abdominal cavity, and inserted it into the cannula of the event trocar. He then drew a drain into the seal of the event trocar with the forceps. Such a drain placement above is a normal procedure as drains are soft and easily twisted in a trocar according to physician. It is likely excessive force was exerted on the cannula tip of the event unit during insertion of the forceps or drawing-in of the drain. One (1) trocar and blue plastic fragment were returned to olympus and visually inspected: the tip of the cannula was fractured and missing a portion. The portion matched the returned fragment in shape. The fragment measured approx. 13.8 mm x 6.5 mm. Olympus attempted to gather detailed information on the procedure but could not obtain it, thus a list of instruments is not available. The unit will be returned to amr for further evaluation. (B)(4). Request: please investigate if fracture of cannula tip has occurred to other units of this product." Patient status- "no patient injury."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic sigmoidectomy - "this is a complaint from the market. Administrative no. (B)(4). One (1) cannula and a fragment will be returned to amr. Please refer to the complaint sheet for investigation." Complaint sheet - "initial report: the cannula tip was fractured and a fragment fell inside the patient. The fragment was retrieved by the physician and the abdominal cavity was irrigated. Procedure: laparoscopic sigmoidectomy. Instruments combined: drain, forceps. Additional report: the incident occurred as follows; the physician was performing a drain placement in an incision for the event trocar located at the left lower quadrant. He inserted forceps into another trocar located at the right lower quadrant, extended the device inside the abdominal cavity, and inserted it into the cannula of the event trocar. He then drew a drain into the seal of the event trocar with the forceps. Such a drain placement above is a normal procedure as drains are soft and easily twisted in a trocar according to physician. It is likely excessive force was exerted on the cannula tip of the event unit during insertion of the forceps or drawing-in of the drain. One (1) trocar and blue plastic fragment were returned to olympus and visually inspected: the tip of the cannula was fractured and missing a portion. The portion matched the returned fragment in shape. The fragment measured approx. 13.8mm x 6.5mm. Olympus attempted to gather detailed information on the procedure but could not obtain it, thus a list of instruments is not available. The unit will be returned to amr for further evaluation. (B)(4). Request: please investigate if fracture of cannula tip has occurred to other units of this product." Patient status- "no patient injury."

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the tip of the cannula was fractured and noted indentation marks on the fractured piece of the cannula. All pieces of the fractured cannula were returned for evaluation. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. The root cause of this incident is likely due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. This lot was built prior to the implementation of these enhancements. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.